Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent hernia repair with implant of bard flat mesh (#1). On (B)(6) 2005 - pt underwent laparoscopic cholecystectomy and implant of composix kugel mesh (#2) for three areas of abdominal hernia repair. Lysis of adhesions was performed. On (B)(6) 2005 - pt underwent exploratory procedure. Bard flat mesh (#1) and composix kugel mesh (#2) were explanted. The operative summary describes fibrinous infection coating the bowel and some dense adhesions. A pinpoint opening in the small bowel was repaired.

Manufacturer narrative:
Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. Pt has co-morbidities of obesity, hypertension, and prior abdominal surgeries. The info provided indicates that the pt developed and was treated for recurrence, infection and adhesions, which are known and adverse events listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed, including a review of sterility records, and there was no evidence of a manufacturing related cause for the reported event. There is no indication that the device was defective. Additionally, no product has been returned for eval. If an additional event or info is obtained, a follow-up MDR will be submitted. See MDR 1213643-2007-00057 for info related to the bard flat mesh implanted on (B)(6) 2003.